Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had a jump in impedance from 500 to 1600 ohms since (B)(6) 2015. This rv lead was capped and replaced. There was a fracture seen on fluoro.